Event description:
The integra sales representative reported on behalf of the user facility, the following incident: the device was implanted into the base opening wedge of the patient about six months ago. The physician went to remove the device in 2007. During the retrieval of the device, the distal end of the device where the threads begin, snapped off. The distal end of the device (the threaded portion) remained in the patient.

Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported information. See scanned pages.